Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor reset during incoming testing.  The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbts) q13 on the defibrillator pca, that allowed for high voltage to migrate to low voltage circuitry causing the damage that resulted in the reset. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.